Manufacturer narrative:
The customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. H3 other text : device will not be returned.

Event description:
It was reported to vyaire medical that the ltv 1200 ventilator had low o2 pressure when hooked up to the patient. Furthermore, the patient was bagged and there was no patient harm associated with the event.